Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf allege elevated metal ions. Ppf allegation was already reported. The metal poisoning in patient harm was change to blood heavy metal increased and added patient name in associated contact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers alleged: experiencing daily debilitating pain, discomfort, and soreness in the area of his hip implant, which in turn negatively affect his ability to walk, move, bend over and dress. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released in his blood. Doi: (B)(6) 2008; right hip. Dor: none reported. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Patient residence: (B)(6). Update ad 13 apr 2018. Ppf pfs and medical records received. In addition to what was previously alleged. Pfs alleges stiff, sore and limited mobility. After review of medical records for the MDR reportability, there is no revision reported. Doi: (B)(6) 2008; dor: not reported; right hip.